Event description:
Customer contacted cts to report vision gel camera misread a visually weak positive result as negative on cell #2 of a patient three cell screen using 0.8% surgiscreen lot# vss794 exp. 03/29/16. The same sample was run on the provue and 1+ weak positive result was obtained. Customer's initial call listed testing (event) date as (B)(6) 2016, which was noticed to be beyond the expiration date of the reagents used. Cts contacted customers to confirm. Customer then confirmed that the correct testing date is (B)(6) 2016, prior to product expiry.

Manufacturer narrative:
Site is not live yet on the ortho vision, described testing is part of customer's validation of the ortho vision as well as general training of the key operators at customer site. This instrument has been investigated. On 04-07-16 an ocd field engineer (fe) arrived at the customer site. The fe collected the images from the vision and observed that there was a slight weak reaction when using lot vss805 as well as vss794. Fe was directed by second level support to calibrate camera on vision a rerun sample and control. Fe performed camera calibration and a health check. Sample was rerun and generated a '?' Result for the antibody screen. The root-cause could not be confirmed. The most probable root cause is associated with an anti-m antibody being weak and/or at the detection limit of the technique and reagents used.

Event description:
Customer contacted cts to report vision gel camera misread a visually weak positive result as negative on cell #2 of a patient three cell screen using 0.8% surgiscreen. The same sample was run on the provue and 1+ weak positive result was obtained. (B)(4).